Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a gastrointestinal (gi) bleed starting on (B)(6) 2022. On (B)(6) 2022 the patient underwent a single balloon enteroscopy (sbe) and had three actively bleeding arteriovenous malformations clipped in their jejunum. On (B)(6) 2022 the patient had another sbe and no bleeding or lesions were identified. On (B)(6) 2022 the patient had a tagged red blood cell (rbc) scan that was negative. Gi bleeding was suspected. On (B)(6) 2022 the patient underwent another sbe and three clips were placed on a bleeding site in the proximal jejunum. On (B)(6) 2022 the patient underwent a capsule endoscopy that revealed mild active small bowel bleeding distal to the clips in the proximal jejunum.